Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and replaced the universal surgical manipulator (usm) to correct the reported problem. The system was tested and verified as ready for use. Isi has received the usm to perform failure analysis. However, as of the date of this report, the evaluation of the usm has not bee completed.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy procedure, the system had a recoverable fault. Prior to calling intuitive surgical, inc. (Isi) technical support for assistance, the surgeon had decided to convert to open surgery. The system was getting an error on the system pointing to arm #2. An isi technical support engineer (tse) reviewed the logs and confirmed the fault on arm #2. The tse walked the caller through a hard power cycle to try and recover the system, but the issue remained upon power up. The procedure was converted to open surgery. Intuitive surgical inc (isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon had decided to convert to open not due to fault on universal surgical manipulator (usm) #2. The patient tolerated the open procedure with no injury reported. An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The usm was analyzed and reported error was confirmed via remote fe and replicated in-house. The unit was tested on an in-house system and failed normal mode trigger 32100. The unit was also passed lissajous, carriage strength, and sine cycle tests but failed the direction test. The parallelogram and the clock spring fiber and flat flex cables (ffc's) were examined, and no discrepancy found. The axes controller motor (acm) will be replaced as a fix the reported issue. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.